Event description:
It was reported that this pacemaker device exhibited undersensing and Fairfield oversensing. Technical Services (TS) reviewed the presenting electrogram (EGM) and stated that the atrial undersensing and FFRW sensing had been observed and recommended programming options. This device remains in service. No adverse patient effects were reported.